Manufacturer narrative:
Per the opinion of the physician, the reported event was not caused by the viperwire advance guide wire. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The viperwire advance guide wire was advanced through a calcified lesion. Support from the guide wire and a non-csi catheter was then lost. The catheter was not completely engaged when it migrated and pulled the guide wire through a calcified lesion, severing the guide wire tip. A snare and catheter were used to retrieve the fragment. A second wire was placed. The procedure was completed using balloon angioplasty and stent placement. Following the procedure, the patient was in recovery with no issues.